Manufacturer narrative:
On 12/6/2020, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. The sheath had resistance by inserting the catheter through it, removing the sheath and re-introducing the dilator to the inner (hemostatic) valve of the sheath had displaced. There was no patient consequence. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no non-conformance's related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001218 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. The sheath had resistance by inserting the catheter through it, removing the sheath and re-introducing the dilator to the inner (hemostatic) valve of the sheath had displaced. There was no patient consequence. The valve was broken into two pieces and detached from the sheath. The hemostatic valve has broken before to introduce patient and at the time of the event the sheath was not being used on the patient therefore no blood was lost and there was no air introduced into the patient.